Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that (B)(6) requested for masimo to download the trend data from a rad-8 that was used by one of their customer,s the patient ((B)(6) male) passed away back on (B)(6) 2015. (B)(6) stated that he had no complaint regarding the functionality of the rad-8 and he stated that (B)(6) customer also did not have any complaints regarding th functionality of the rad-8.